Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the implantable pulse generator (ipg) was unsuccessful because the set screw would not secure the right ventricular (rv) lead. The unsecured rv lead exhibited intermittent capture with the ipg. The ipg was explanted and replaced. After the ipg replacement, the rv lead continued to exhibited no capture and the lead also exhibited high and unstable thresholds. It was noted that the patient experienced bradycardia due to the rv lead capture issues. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, indicated a damaged grommet and indicated a missing set screw. It was noted the connector was damaged and there was grommet/setscrew damage. If information is provided in the future, a supplemental report will be issued.